Event description:
Patient had bard port a cath placed. Catheter found to not be functioning correctly. Patient taken to surgery for removal of port. Upon removal, catheter found to be detached from port and two broken pieces also retrieved from pt. Product provided to parents per their request.